Manufacturer narrative:
(B)(4).  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Corrected data.

Manufacturer narrative:
Evaluation of the returned device was completed january 15, 2016. A review of the manufacturing records for this lot revealed no discrepancies relevant to this reported event were noted. The spiderfx was received within its shelf carton, within its opened labeled pouch, and loaded within its transportation hoop. The spiderfx was received loaded in the blue recovery end of the duel ended catheter. No ancillary devices or cine images from the procedure were received. Only the 190cm gold distal segment of the 320cm spiderfx was received. The segment exhibits a pigtail curl and approximately 184cm of the 190cm segment was returned. The spiderfx filter and floppy distal tip were not returned. The customer experience of filter detachment of a spiderfx embolic protection device was confirmed. The root cause of the tip detachment appears to be related to excessive force being applied to the capture wire and advancing the spiderfx against resistance during retrieval. Per the initial report the detachment happened during filter recovery after stenting and ballooning.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
This procedure was performed in (B)(6). After stenting in the internal carotid artery (ica), while inserting the retrieval catheter to withdraw the spiderfx the spider wire was cut including the filter. The filter and wire were removed by a snare. This occurred at the end of the procedure after ballooning and stenting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.